Manufacturer narrative:
The device has been received. However, investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4, tethered leaflets, and a rotated heart. It was noted that imaging was difficult. One clip was successfully implanted. To further reduce tr, an additional xtw clip (40312r1037) was inserted and advanced into the right ventricle (rv). However, while in the rv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. It was observed that one of the grippers no longer functioned as intended. Therefore, the clip was removed and replaced. An xtw (40312r1029) was deployed. To further reduce tr, an additional xtw clip (40207r2057) was inserted. However, during positioning, it came into contact with the second implanted clip and caused the second clip to detach from the lateral leaflet and remain attached to the septal leaflet (single leaflet device attachment/slda). The clip was then deployed. Tr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.

Manufacturer narrative:
All available information was investigated and the reported single gripper actuation was not confirmed via returned device analysis. The reported difficult positioning of the anatomy and poor image resolution could not be replicated in a testing environment. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints reported from this lot. Based on the information provided and the returned device to analyze, a cause for the reported single gripper actuation issue could not be determined. The reported difficult positioning of the anatomy was due to a combination of patient anatomy and procedural circumstances. The reported poor image resolution appears to be related to patient anatomy. There is no indication of a product issue with respect to manufacture, design, or labeling.

Event description:
It was reported this was a triclip procedure to treat tricuspid regurgitation (tr) with a grade of 4, tethered leaflets, and a rotated heart. It was noted that imaging was difficult. One clip was successfully implanted. To further reduce tr, an additional xtw clip (40312r1037) was inserted and advanced into the right ventricle (rv). However, while in the rv, the clip became caught in the chordae. Troubleshooting was performed and the clip was successfully removed from the chordae. It was observed that one of the grippers no longer functioned as intended. Therefore, the clip was removed and replaced. An xtw (40312r1029) was deployed. To further reduce tr, an additional xtw clip (40207r2057) was inserted. However, during positioning, it came into contact with the second implanted clip and caused the second clip to detach from the lateral leaflet and remain attached to the septal leaflet (single leaflet device attachment/slda). The clip was then deployed. Tr remained at a grade of 4. There were no adverse patient effects and no clinically significant delay in the procedure.